Manufacturer narrative:
The product was not returned. A review of the device history record confirmed that the device was manufactured according to sjm specification. There was no indication the reported event was due to a device malfunction or any deficiency with the instructions for use requiring corrective action. Information indicated the tip was damaged while placing a stent in a tortuous vessel. We will continue to closely monitor the performance of this product for any significant trends.

Event description:
After a successful pressurewire procedure, the physician used the pressurewire aeris to deliver a stent. After manipulation in a very tortuous coronary vessel, the tip of the pressurewire was separated. Attempts to retrieve the tip were made but unsuccessful and the tip was stented against the vessel wall. The patient is doing well.